Event description:
Customer returned three unused administration sets for back check valve evaluation. The sets are for testing purposes only. No patient harm or medical intervention because the sets were not used on a patient. The returned sets are associated to medwatch file 9616066-2013-00194.

Manufacturer narrative:
(B)(4). The customer's report of secondary back flowed into primary was confirmed on one of the three returned sets. Three new unopened sets were received for investigation. The sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were noted on the sets. The check valve was also visually inspected under the microscope, the silicone membrane was centered on all three sets. Functional testing identified a malfunctioning check valve on one of the tree sets. The malfunctioning set was sent to the supplier for additional analysis. Disassembly of the check valve resulted in the discovery of three clear particles located between the housing seal area and the affixed silicone diaphragm disk. The particles were identified as cellulose. The cause of the check valve failure is due to cellulose particles found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the cellulose particles were not identified.